Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving lioresal 800 mcg/ml, dose not reported and morphine concentration unknown at 2.5mg/day via an implanted pump. The indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). The reason for the pump was further reported as being due to failed back surgery; there was no concomitant medications for pain. The patient was not receiving oral medications for pain. A motor stall was seen at initial pump interrogation. The date of the event was (B)(6) 2015. Multiple motor stalls and motor stall recoveries were noted. The patient reported hearing an alarm and being symptomatic. The patient experienced flu like symptoms. The patient was not in any new environments (car, hotel, and at home) where electromagnetic interference (emi) was a concern. The pump logs revealed the following: (B)(6) 2015 - motor stall and motor stall recovery; stall lasting 14 minutes, (B)(6) 2015 motor stall, and (B)(6)2015 - motor stall recovery. The patient recently had an MRI, but there were also other stalls and recoveries in the pump logs that did not correlate with the timing of the MRI. The MRI related motor stall and recovery occurred on (B)(6) 2015. A pump refill and update occurred on (B)(6) 2015. A motor stall occurred on (B)(6) 2015 at 21:17 with recovery at 09:32 on (B)(6) 2015. The pump was currently recovered / not currently stalled. Programming the pump to a minimum rate, covering the patient with non-pump medication, and pump replacement was being considered. It was reported that the pump would likely be replaced. The other medications the patient was receiving at the time of the event, medical history, cause of motor stall, and actions taken to resolve the event were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information was received reported that the patient's pump was turned off in (B)(6) 2015.